Event description:
The plaintiff's attorney alleged that the pt experienced cardiac injuries and/or related symptoms and expired. It was alleged that the events occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.